Manufacturer narrative:
The root cause was unable to be determined as necessary information to adequately investigate the reported event was not provided. Since no part and lot information was provided, review of the device history records (dhrs) of devices in question cannot be conducted. The instructions for use (IFU) document states that this type of event can occur, and all risks are addressed in the risk documentation. Several factors such as stress/ physical loads on the implants, vascularity of the implantation site, surgical techniques employed during implantation, patient factors (such as age, current state of the immune system, bone quality, and sensitivity to device materials), and patient post-op compliance to rehabilitation procedures etc. , can have impact on the functional effectiveness of the implanted devices. The implant materials and combinations have decades of history for use in joint replacement applications. Also, the implant materials have been evaluated for biocompatibility to demonstrate safety for intended purposes. Arthrosurface reached out to the patient and provided referral surgeons that have experience with toemotion implants for further evaluation of her toe joint. If additional relevant information is received, information will be reviewed, and complaint file will be amended accordingly.

Event description:
Patient reached out to arthrosurface via website to report joint pain and stiffness she is experiencing since receiving the toemotion implant in (B)(6) 2019. There was range of motion initially but the joint remained stiff most of the time. Physical therapy and bending of the joint of the did not help. Patient was told by her current podiatrist that the joint failed.